Event description:
This flosser was brand new from my dentist's office less than an hour previously just the way the hygienist handed it to me. I don't know how they handled it prior to selling it to me or how they stored it. The cord was wrapped when I took everything out of the box. I took everything out of the box, unwrapped everything including the cord, attempted to plug it in, then bang! The flames, sparks, and fire than burnt through the cord of my brand new waterpik professional flosser. I didn't have a chance to use it at all! She did not seek medical attention.